Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a stress urinary incontinence procedure performed on (B)(6) 2010. According to the complainant, the patient presented with difficulty voiding immediately after procedure. The patient was treated with flomax 2.5 for 4 weeks total. Treatment began prior to surgery and continued 2.5 weeks post-op. The sling was removed on (B)(6) 2010. There were no patient complications during the sling excision and the patient's condition at the conclusion of the removal procedure was reported to be "fine".